Manufacturer narrative:
Date of event estimated as (B)(6) 2015. Date of implant estimated as (B)(6) 2010. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported myocardial infarction and stenosis, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects reported in the article are being filed under a separate medwatch report number. The one case of thrombosis is being filed under a separate medwatch report number. The UDI is unknown due to the part/lot number was not provided. Literature: article titled; long term safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of coronary de novo lesionsna.

Event description:
It was reported through a research article that a total of 460 patients with coronary artery disease were enrolled in this study. The patients were randomly divided into a firehawk stent group and xience v stent group according to the implanted stent. Patients in the xience v stent group reportedly experienced target lesion revascularization, restenosis, death, and myocardial infarction. Additionally, there was 1 case of possible stent thrombosis 1 year after the procedure and 5 years after the procedure. All the enrolled patients were compliant with dual anti-platelet therapy (dapt) consisting of aspirin 100mg/day and clopidogrel 75 mg/day. The article does not indicate if the meds were stopped or if there were any interruptions. Please see article, titled 'long term safety and efficacy of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent for the treatment of coronary de novo lesions.'